Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the plug of a 5f mynxgrip vascular closure device (vcd) did not come loose from the system, and was stuck in the sleeve. This happened twice in this case, as another mynx was taken out of the packaging for testing, but not used on patients. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure. The deployer was mynx certified. The advancer tube was engaged and visible. Additional procedural details were requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This report is related to MDR# 3004939290-2023-02902. As reported the plug of a 5f mynxgrip vascular closure device (vcd) did not come loose from the system, and was stuck in the sleeve. This happened twice in this case, as another mynx was taken out of the packaging for testing, but not used on the patient. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure. The deployer was mynx certified. The advancer tube was engaged and visible. Additional procedural details were requested but not provided. The procedural device is being returned for evaluation. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. A non-cordis csi was on the shuttle cartridge, fully retracted. The sealant and the advancer tube were observed to have remained in the shuttle cartridge tubing. It was noted that the sealant was exposed to blood, adhering to the catheter shaft. The device was inspected for damages that may have contributed to the reported event, and no damages or anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification.per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. Resistance was felt because of the exposed to blood sealant. The sealant adhered to the catheter shaft and revenged the shuttle from advancing distally. The sealant was removed, and the shuttle was able to be advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. Per microscopic analysis, inspection at high magnification showed that the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. A product history record (phr) review of lot f2227402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported the plug of a 5f mynxgrip vascular closure device (vcd) did not come loose from the system, and was stuck in the sleeve. This happened twice in this case, as another mynx was taken out of the packaging for testing, but not used on the patient. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure. The deployer was mynx certified. The advancer tube was engaged and visible. Additional procedural details were requested but not provided. The procedural device is being returned for evaluation. The device used for testing is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227402 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported the plug of a 5f mynxgrip vascular closure device (vcd) did not come loose from the system, and was stuck in the sleeve. This happened twice in this case, as another mynx was taken out of the packaging for testing, but not used on patients. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a diagnostic peripheral procedure. The deployer was mynx certified. The advancer tube was engaged and visible. Additional procedural details were requested but not provided. The device is being returned for evaluation.